Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps wires were coming out. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage occurred during the procedure. No fragments fell into the patient. Customer has not returned to the hospital due to complications. There was no issues with opening/closing, left/right and up/down motion of the grips. The instrument was inspected prior to use. The instrument did not collide with another instrument during procedure. There is no photographic images of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding wires coming out of the device was confirmed by failure analysis.